Event description:
The reporter noted "egr blade attachment was on scope and would not fit in the cannula, which was in the patient. Then the blade would not unlock from the engaged position. Device was in contact with patient. There was a spare device available that functioned properly. No alleged patient injury; the surgery was delayed for 5 minutes due to this issue."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.